Manufacturer narrative:
No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that during surgery, the infusion line disconnected from the trocar. The trocar could not be reinserted with the knife. A new pak was opened to obtain a new trocar and complete the surgery. There was no harm to the pt.